Event description:
Information was received indicating that two weeks following placement of a smiths medical portex® bivona® adult tts¿ adjustable neck flange hyperflex¿ tracheostomy tube, the ventilator alarm. The physician emergently performed trach tube change out finding that there was no water inside the cuff. There were no reported adverse effects.

Manufacturer narrative:
One tracheostomy tube was returned for evaluation. Visual inspection of the device found an abraded area on the cuff. Device underwent functional testing, confirmed a leak at the abraded mark. The investigation did not determine a manufacturing defect with the returned device; problem source has been determined to be user interface. The instruction for use states under warnings to guard against product damage by avoiding contact with sharp edges.